Manufacturer narrative:
A test reservoir was installed and did not lock in place due to completely broken reservoir tube lip. Unable to perform the displacement test due to completely broken reservoir tube lip. Device had missing reservoir tube o-ring.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 600 mg/dl and other 125 mg/dl. Customer reported that the reservoir area was cracked, at the top were the reservoir goes in, part of that was missing and was hanging out. Customer stated the insulin pump had cosmetic damage. Customer stated that the reservoir and insulin pump does not show signs of damage. Customer reported that the reservoir was unable to lock in place when inserted into pump. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.